Manufacturer narrative:
The insulin pump was received with frozen display after the start up sequence. Fault isolated to the electronic assembly. After disassembly and reassembly the device worked properly. It was unable to perform the displacement test to verify unresponsive button/keypad due to frozen display. No constant tone or audio alarm noted during testing. The keypad was inspected and no damage noted. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she was sitting at her desk working when the insulin pump suddenly started with a constant tone but there was no alarm message on the screen. The customer stated the screen seemed frozen and the buttons were not responding. Customer then confirmed the time was advancing. Blood glucose value was 219 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.